Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after changing out all supplies and filling the cartridge with 300 units of insulin, the customer received an inaccurate fill estimate. The customer reloaded the same cartridge and received an accurate fill estimate. The customer's blood glucose level was not impacted.